Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned in a plastic tube. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified viscoelastic. This would be unrelated to the reported complaint. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient had previous lasik targeted for near. The ccwtt0, 23.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal as the patient was unable to adapt to the lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified viscoelastic. This would be unrelated to the reported complaint. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient had previous lasik targeted for near. The lens, 23.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal as the patient was unable to adapt to the lens. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and clinical reason for explant being patient didn't adapt to lens . The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested